Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was received the "replace generator soon" message. The patient's ipg was confirmed to have a true eri issue, and has 4 to 6 months of therapy remaining. As a result, surgical intervention is anticipated to resolve the issue.